Manufacturer narrative:
(B)(4). Concomitant medical products: shell porous with multi holes 58 mm: catalog#00620205820, lot#64787277; bone screw self-tapping 6.5 mm dia. 35 mm length: catalog#00625006535, lot#j7241829. Foreign: germany. Two (2) screws have been reported for this event. At the time of this report, it is unknown which screw is implicated in the adverse event. The additional screw has been reported under 0001822565-2022-03147. Please also see associated report: 0001822565-2022-03167. The product will not be returned for evaluation as it remains implanted. The investigation is in progress. Upon receipt of additional information or completion of the investigation, a follow up MDR will be submitted.

Event description:
It was reported a patient underwent a total hip procedure. During the procedure, while securing the shell, a screw slipped entirely through the screw hole. There was a delay of fifteen minutes while the surgeon attempted to remove the screw, but was unable. The screw remains in the patient. Due diligence is in process for this complaint; to date no additional information has been provided.

Event description:
Upon receipt of additional information, this device was determined to be not reportable. The screw referenced in this report did not cause or contribute to the reported adverse event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
This follow up report is being submitted to relay additional information. Upon receipt of additional information, this device was determined to be not reportable. The screw referenced in this report did not cause or contribute to the reported adverse event of foreign body retention. The initial report was forwarded in error and should be voided. The device that was retained by the patient has been reported under MFR 0001822565-2022-03147.